Event description:
A #35 umbilical catheter was found to have a leak at the hub after insertion-3 other catheters leaked. Unable to complete procedure prior to transfer. 2 similar incidents occurred on 2/94 and 3/94.